Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that the latex foley catheter had major problem was irritation in the area where the catheter was located. They also reported bladder stones and had undergone a procedure performed by a urologist to destroy the stones. However, they continued to develop additional bladder stones after their removal. They have stated that they have changed the catheters once a month and sometimes 2 to 3 times a month, but this did not seem to help. They have believed that all of these problems were related to the recalled catheter. No medical intervention was reported.